Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to device failure. The lead broke and was not able to start nor stop working. No additional information is available at the moment. No additional adverse patient effects were reported.